Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Mike, son, is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 110 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 297 mg/dl and 293 mg/dl. The test strip lot manufacturer's expiration date is 09/25/2018 and open vial date is in the month of (B)(6) 2016. The product is stored according to specification. The meter memory was reviewed for previous test result history: (B)(6). She always take her blood test fasting. The customer's son started to see the customer's result getting higher on (B)(6) 2016.